Event description:
The manufacturer representative provided additional information indicating that the high impedance may be related to a fall and that the issue is considered resolved, although a high impedance value remains on contact 10a. The shortened battery longevity to five months was attributed to the continued use of contact 10a with high impedance. High impedance was identified as the contributing factor; no additional steps beyond those previously described were reported. The information was confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) received service code 1703 on his patient programmer. Message reads : contact your physician. The neurostimulator is providing less than the requested therapy. Patient was seen by nurse provider and clinician tablet read stimulation settings out of range. Impedance test was conducted which displayed impedances > 5,000 ohms on 10a. In addition the patient reports that his battery longevity read 2.5 years in january of 2026. In march of 2026, battery life read 1 year. Today, battery life read 5 months. Nurse programmer removed segment 10 a from his therapeutic programming and reconfigured his adbs. Removing 10a from therapeutic program should allow for his longevity on his device to recover since his battery % reads 51 percent. His symptom control was excellent despite removing 10a. In addition, adbs was reconfigured to allow for the left to drive adaptation for both hemispheres. The right lead was attached to the left lead for adaptation. Patient symptom control was excellent post programming changes. Manufacturer representative (rep) reports the issue was not resolved at the time of report.